Event description:
It was reported by the patients family member that the spinal cord stimulation (scs) patient passed away due to an unknown reason and that the patients device was explanted.

Manufacturer narrative:
The device was not returned for analysis and the event of the patients death was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The device was not returned for analysis, limiting the ability to perform a detailed evaluation. A review of the device history record confirmed that the device met all manufacturing specifications prior to distribution, and no manufacturing-related issues were identified. Additionally, no clinical information, signs, symptoms, or circumstances surrounding the reported death were provided to support further assessment. Based on the available information, there is insufficient evidence to establish a causal relationship between the device and the reported event. Therefore, this investigation is assigned a conclusion code of cause not established.

Event description:
It was reported by the patients family member that the spinal cord stimulation (scs) patient passed away due to an unknown reason and that the patients device was explanted.